Event description:
A report was received that the patient underwent an scs explant due to a full body paralysis. The physician indicated that the patient had no motor function in his extremities and does not know if it was procedure or device related. There was no malfunction suspected. The patient is reportedly doing well following the procedure.

Event description:
A report was received that the patient underwent an scs explant due to a full body paralysis. The physician indicated that the patient had no motor function in his extremities and does not know if it was procedure or device related. There was no malfunction suspected. The patient is reportedly doing well following the procedure.

Event description:
A report was received that the patient underwent an scs explant due to a full body paralysis. The physician indicated that the patient had no motor function in his extremities and does not know if it was procedure or device related. There was no malfunction suspected. The patient is reportedly doing well following the procedure.

Manufacturer narrative:
The rest of the devices were explanted on (B)(6) 2012. Additional suspect medical device components involved in the event: model: sc-3138-35, serial: (B)(4), description: scs phiii ext 35cm, model: sc-1110-02, serial: (B)(4), description: precision implantable pulse generator (ipg).

Manufacturer narrative:
The ipg passed all visual, electrical and performance tests performed. The ipg exhibits normal device characteristics. Damage to the lead and extensions is a result of a typical explant procedure and it is not considered a failure.

Event description:
A report was received that the patient was experiencing neck pain and full body weakness leading to no motor function in his extremities. The physician performed a CT scan which showed narrowing at the lead site but was inconclusive due to image quality. The physician explanted the cervical lead in hopes of resolving the patient's symptoms and improving image quality, which was unsuccessful. The physician then explanted the remaining devices in order to perform an MRI. The MRI showed significant canal narrowing at the lead site. The physician then performed a posterior decompression to remove scar tissue that had formed around the lead. The patient has begun to regain some motor function.